Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: the "inspiratory valve" has been identified to be the faulty component correction: replaced defective component.

Event description:
The following was reported to hamilton medical ag: summary:flow sensor calibration fails due to defective inspiratory valve.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: the "inspiratory valve" has been identified to be the faulty component correction: replaced defective component. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag: summary:flow sensor calibration fails due to defective inspiratory valve.